Event description:
The customer reported that during a cardiac arrest, the pads ECG waveform was noisy. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that during a cardiac arrest, the pads ECG waveform was noisy. There was no impact to the involved pt. The factory has not yet received for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.